Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the cephalic vein. The 75% stenosed target lesion was located in the moderately tortuous brachial shunt vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and inflated four times/20atms. During the 5th inflation at 20atms a balloon rupture occurred. The mustang balloon catheter was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).